Event description:
Reporter alleged blood glucose was 435 mg/dl and took her regular insulin. It was reported one hour later, glucose was 200 mg/dl and was then given juice. A request was made for the return of the suspect device and replacement product was sent.